Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel. Additionally, pacing impedance measurements were greater than 2000 ohms on the left ventricular (lv) channel. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.